Event description:
During a f/u, the far-field electrogram was missing. The bipolar electrogram showed oversensing and noise. Manipulating both arms provoked the noise. The decision was made to explant the lead.